Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the front panel malfunction was light-emitting diode (led) failure on the front panel. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The lamp had burnt out in the integrated flow display. However, the pressure related is was not confirmed. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported his olympus high flow insufflation unit was experiencing pressure issues and a front panel malfunction during procedure preparation. According to the initial reporter, the intended therapeutic procedure was successfully completed using the subject device without any patient harm reported.